Event description:
Caller reported an issue with the incorrect time display on the pump, which was greater than five minutes off. There was no adverse impact to the customer's blood glucose level. Customer was assisted by technical support in updating the pump time and advised to monitor for any recurring discrepancies, which the caller understood and acknowledged.